Event description:
It was reported that the customer's insulin pump had a crack at the reservoir compartment. The customer explained that the damage occurred when the customer was removing the reservoir. The customer mentioned receiving the no delivery alarm as well. Troubleshooting could not be performed because the alarm was a past event. The customer's blood glucose was 442 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.